Event description:
It was further reported that due to fluid loss that caused the device to no longer work, the patient had his inflatable penile prosthesis (ipp) explanted. This occurred about 4 week prior to this surgery. The patient is expected to make a full recovery.